Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erratic falsely low inhibin a results generated by the access 2 immunoassay system. The customer indicated that a new access inhibin a reagent pack was loaded onto the instrument on (B)(6) 2011. The following day ((B)(6) 2011), both levels of qc were run and were very low (around 10-20% of expected values). The customer reran qc on the same pack and it was in range. Patient samples were run and some sample inhibin a results were inconsistently low. The erratic results were not reported out of the laboratory. The customer stated that a new reagent pack was loaded and duplicate qc runs again gave inconsistent results. Patient treatment was not impacted as a result of this event.

Manufacturer narrative:
No sample collection or centrifugation data was supplied. A bec field service engineer (fse) was dispatched on (B)(4) 2011 and performed troubleshooting on the instrument, replacing multiple hardware components; issue was not resolved. The fse indicated the preventive maintenance (pm) was performed on the instrument on (B)(4) 2011. The fse returned on (B)(4) 2011 and replaced the transducer, reset the voltages to 197 volts, verified the necessary alignments, and performed verification (wet/dry) testing. In addition the fse also replaced the luminometer, set high voltage, set led reading. The system check passed after service was performed. The customer recalibrated all assays and ran qc. System was verified as performing to published performance specifications. Hardware is the root cause for this event. Transducer failure was the cause of the erratic results.